Event description:
Patient is reported to have developed a burn on the inner left thigh, measuring approximately 1/2" x 1/2", following treatment with the anodyne proffesional unit which was administered by a health care professional. Patient was treated with bactroban, and has completely healed.

Manufacturer narrative:
Voltage and frequency were tested, and readings verified the unit was operating within specifications. A free air test was conducted on the arrays of this unit, and found to be operating within temperature guidelines. The design and functionality of anodyne's device does not suggest that there is an anticipated or "usual" frequency and severity of occurences for the incident reported in our MDR's. The directions for use and warnings that accompany the device are adequate for purposes of preventing thermal incidents. We believe that most of the reported events have resulted from the isolated failure of patients and clinicians to heed the warnings and to follow the adequate directions for use that accompany the device.